Event description:
The pump was returned for investigation. Evaluation revealed a old solder connection. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were multiple ¿cs128¿ alarms observed on the reported failure date on 08/15/2013. The black box review shows evidence of short battery life illustrated with a sudden voltage drops. The pump powers on and displays verify screen. The pump was primed and exercised with no alarms. External power supply confirms that the pump is drawing a high sleep current. The pump cover was removed, sleep correct returned to specification after unplugging the cgm module. The sleep current remains within specifications after re-soldering the j2 pin and plugging the cgm connector to the pcb again. (B)(6).